Event description:
Self-deflating breast implant.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. Trending revealed that similar reports have been received by baxter for "ruptured reservoir". The root cause for this condition is currently being investigated under CAPA (B)(4).

Event description:
Baxter (B)(4) received a report that the reservoir of a folfusor sv4 device had ruptured during filling. According to the report, the device was being filled with 5-fu. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for an evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should additional information be received. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.